Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were holes in the hose and there was oil and air leak. It was determined that this was indicative of allowing the hose to come into contact with a sharp object. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the hose was leaking on the motor device. During in-house engineering evaluation, it was observed that there were holes in the hose and an oil and air leak on the device. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.